Manufacturer narrative:
This complaint has not been confirmed. The device has not been returned to the manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, and medical intervention may be required if the device is swallowed and goes beyond the pharyngeal arch. It appears that the consumer did not mold the device according to the instructions.

Event description:
I bought the 2 pack of the "extra comfort nite protector" and at first it worked great. However after approximately 2 weeks the night guard separated into two pieces - one part that was molded to my teeth and the other lower portion that remained flat. I have molded the second one and have not yet had problems, but was very disappointed in the first and am hoping it is not a problem endemic to the product itself.